Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) is not reading correct bp or picking up the trainer simulator. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Fse confirmed this was due to a faulty front-end board. Replaced front end board and retested the bp and trainer connection and found no issues. Fse verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part front end board with a reported unit failure of unit not reading the correct bp and not recognizing the trainer. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part front end board into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Was able to replicate the failure of the unit not reading the correct blood pressure and not recognizing the cs300 trainer. The board failed testing. Retaining the board in the fat dept. Per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.